Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 567 mg/dl. The customer stated that she woke up with high blood glucose of 600 mg/dl. The customer was vomiting and changed the infusion set, then she bolused with the insulin pump as well she injected 10 units of insulin, and her glucose level dropped to 400 mg/dl. The customer stated that she change the infusion set and reservoir several times and then went to the hospital. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The programming on the insulin pump was accurate. Ran a fixed prime test and the insulin exited. Performed a high pressure test twice and the device did not pass the test. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.